Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted and a broken drive cable began 26.8 cm from the distal end of the connector shaft. Impedance testing shows an electrical open at proximal end of the catheter.

Event description:
Reportable based on device analysis completed on 27 mar 2024. It was reported that visualization issues occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion, but image loss had occurred. The procedure was completed with another of the same device. There were no reported patient complications. However, device analysis revealed that the imaging window was twisted.